Event description:
It was reported that an x-ray was being performed and the healthcare provider (hcp) noticed the connector looked like it could be disconnected. The reporter was not aware of any patient symptoms and stated the x-ray looked ¿fine to her.¿ it was noted that the patient had the old connector, not an sc from 2003. The pump had recently been replaced in (B)(6) 2015. The patient had no symptoms of increased pain or headache ¿or anything,¿ she just came in for a refill and had a "seroma" over the site so they drained fluid off and took an x-ray. A revision was done on the spinal segment of the existing catheter where they found a leak via a catheter dye study; trimmed approximately 2 cm next to the anchor, and replaced that section. They then did another catheter dye study to confirm patency. Then the patient had additional cerebrospinal (csf) in the pump pocket area with no headache and no increased pain. The catheter was reportedly 13 years old and they did not know if a purse string suture was utilized. The patient had a doctor appointment the following wednesday to determine the next steps for the patient. It was later reported that the patient did not have a seroma. A rotor dye study was done on the same day and it was observed that the catheter was leaking in the back area close to the anchor, which was presumably causing fluid to leak down the catheter into the pump pocket. The physician opened the back near the entry point, saw the leaking area of csf, pulled the catheter down and cut out the torn area, and reconnected with an 8590-9 kit. Dye was pushed through the catheter after it was reconnected to confirm that there were no longer any leaks. There was good csf from the catheter access port (cap). The patient recovered without incident. The patient was seen in the hcp office on (B)(6) 2015 after the catheter was replaced on (B)(6) 2015 and the old catheter site was sutured, and a blood patch was done to attempt to resolve the csf leak. No further leaking into the pump site was noted by the hcp at that time. The pump system was being used to infuse hydromorphone, bupivacaine.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).